Manufacturer narrative:
Patient identifier: the full patient identifier is (B)(6). Age or date of birth, sex, weight, and ethnicity: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. The field service engineer dispatched at customer¿s site on 13apr2021, performed a 10 replicates precision run which was done with a hstni qc level 1 and it passed. The precision was also analyzed from 13mar21 until the 13apr21. It passed within the specifications. Even if a pre-analytical issue is suspected, it could not be verified as the customer did not report any specific issue related to sample handling. The cause of this event cannot be determined with the available information. In conclusion, the primary cause of the erroneous result cannot be determined. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: no reagent lot was provided by customer. Then no UDI and no manufacturer date could be provided.

Event description:
On (B)(6) 2021, the customer reported one non-reproducible false elevated troponin I (access high sensitivity troponin I) result involving the laboratory's dxi 800 access immunoassay w/spot b analyzer (serial number (B)(4)). On (B)(6) 2021, a non-repeatable erroneously elevated hstni patient result of 49 ng/l (14:43) was obtained for one patient. The repeated result was normal at 3.1 ng/l (15:01 reflex test). The customer stated that a fresh sample from the patient gave another result at 3 ng/l. The sample was aliquoted, respun and analyzed on a different dxi (no s/n provided), duplicate results at 4 ng/l were obtained. No data were provided for the repeated results. Patient presents with history concerning for acute coronary syndrome. When the erroneously elevated hstni result of 49 ng/l was released, the patient was inappropriately treated with antiplatelet and low molecular weight heparin (lmwh). No further information available. No calibration data was provided. System checks passed on (B)(6) 2021. Quality control was passing within the laboratory¿s established ranges. Only a hstni qc level 1 was out low of the 2sd customer¿s ranges at the time of the event on (B)(6) 2021. No hardware errors or other assay issues were reported in conjunction with this event. The terse log file was analyzed and didn't highlight any issue with the instrument at time of the event. The field service engineer dispatched at customer¿s site on 13apr2021, performed a 10 replicates precision run which was done with a hstni qc level 1 and it passed. The precision was also analyzed from 13mar21 until the 13apr21. It passed within the specifications. No issues with sample integrity were reported by the customer. The sample was collected on a serum tube, no clot time provided, all troponin samples sat 30 minutes prior to centrifugation. The sample was centrifuged 5 minutes at 4400 rpm. The original result was obtained one hour after the sample collection. No further information was provided.